Event description:
It was learned through implant patient registry that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 2 years, 2 months due to unknown reason. The explanted valve was replaced with a 21mm 11500a valve. The patient was in stable condition post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), and type of investigation. Intermediate/late onset endocarditis (i.e. Greater than 60 days post-implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient's body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 2 years, 2 months due to endocarditis with methicillin-sensitive staphylococcus aureus. The explanted valve was replaced with a 21mm 11500a valve. Per medical records, the patient was admitted for multi lo0bar infarct suggestive of cardioembolic source. Tee later showed av vegetation. The patient was started on IV antibiotics. The patient redo- avr with 21mm inspiris valve, bovine pericardial patch with aortoplasty, epiaortic scanning of ascending aorta and transverse arch, right common femoral artery repair and evacuation of right groin hematoma. The patient was in stable condition post procedure. Patient was discharge on pod#16.